Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the mega suturecut needle driver instrument was observed to be broken. The procedure was completed with no reported injury or delay.